Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have worsening jaw discomfort/tmj and their dentist has notced gum recession. These two issues are contraindicated for byte treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.